Event description:
It was reported that a novum iq large volume pump was infusing at a different rate than programmed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. The device was received for evaluation. During evaluation, the reported condition of the pump infusing at a different rate than programmed was replicated. A maintenance test of flow rate accuracy was performed, and there were failing results. The unit alarmed ¿system error ¿ pump may be infusing at rate other than programmed¿. Visual inspection of the pump revealed fluid residue on the door and in the tubing channel. And the door was difficult to open and close due to the fluid residue. An event history log review was performed, and it was observed that a system error 20602 (monitor motor stall) alarm had occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the reported condition was a component failure. To resolve his issue, the large volume pump mechanism required replacement. Should additional relevant information become available, a supplemental report will be submitted.